Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. According to the patient, on approximately (B)(6) 2025, the patient was feeling unwell and lost consciousness. The patient was taken to emergency department (ed) by their partner. At an unspecified time of the event the cgm was reading 6.0 mmol/l and the bg was low. The patient self- treated with carbohydrates before going to the hospital and at the ed the patient was treated with IV medication. At time of report, patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.